Event description:
A user reported to fresenius medical care that your exsept plus 100ml bottle 24 bo/cs#15104 made her neck swell up and she couldnt breathe. Pt can not use cleaner. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).